Event description:
It was reported that during testing prior to a procedure, the trigger of the system 6 dual trigger rotary stuck . There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that during testing prior to a procedure, the trigger of the system 6 dual trigger rotary stuck . There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of trigger stuck was duplicated. A damaged trigger was found, which was the likely cause.